Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient had blood glucose levels of over 600 mg/dl while wearing the pod for 36 to 48 hours on the abdomen. The patient was slurring their words, losing balance and seeing double vision. The patient was taken to the emergency room. They were treated with intravenous therapy with fluids. They also had a CT scan and blood work done. Patient was rereleased after 5 hours.